Manufacturer narrative:
The device inspection performed by the arjo service technician after the event did not allow to recreate the unintended bed movement. The bed was not activating on its own. During lowering, the bed legs part was tilted 3 degrees downwards. The position of the bed was not leveled. A reset of the bed system restored the position of all actuators. The arjo technician further diagnosed worn out side dampers and damaged front panel covers (left and right). All defects found were unrelated to the customer's allegation and pose no risk to users. The customer's allegation (unintended bed movement) was not confirmed. Arjo device failed to meet its performance specification. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended bed movement.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about the event involving the enterprise 9000x bed. It was indicated tha the bed moved unintended (changed it's position on it's own). The patient was on the bed at the time of the event. No injuries were reported.